Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed "defib disabled" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was duplicated and attributed to the returned pads. The electrode pads were scrapped and a set of replacement pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.